Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient attempted to stand up and suffered sustained ventricular tachycardia (vt) which required a total of 3 cardioversions. Initial echo showed inlet 7cm from av and pump was pulled back. Vt continued at p-levels greater than 2. A decision was made to leave at p2 to reduce irritability for several hours as the patient was hemodynamically stable. Then the p-level was raised to p-5 and ultimately to p-8 without return of ventricular arrythmia. Echo showed that the pump appeared in appropriate position. The patient then assisted to the chair without ectopy